Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress. A f/u report will be submitted once the lot history is reviewed and the investigation is complete. A second and third device used in the same procedure were filed under MDR 2032380-2011-00018 and 2032380-2011-00022. (B)(4).

Event description:
It was reported on (B)(6) 2011 that a pt underwent a surgical procedure on (B)(6) 2011, using two speedscrew 5.5 implants and one speedscrew 6.5 implant. Upon insertion the first speedscrew 5.5 implant had the carrier wire on the outside of the channel and could not pick up the suture. It was replaced by the second speedscrew 5.5 implant, which broke after it was screwed into the tapped hole. In trying to remove the anchor, part of the implant became loose and had to be removed with a grasper. Surgeon used 2 corkscrew anchors to complete the repair. The speedscrew 6.5 implant was used to affix the rotator cuff over the desired lateral position, but this implant failed to pick up the sutures. The surgeon tried to complete the repair manually by opening the clear window in the 6.5 implant and retrieving the stitch, but this was unsuccessful. Once again a corkscrew anchor was used. The surgeon was able to complete the repair with no pt adverse effect and no pt injury. It was reported on (B)(6) 2011 that there was a surgical delay of approx 1 hr and no add'l incisions were required. On (B)(6) 2011 it was reported that procedure performed was a shoulder arthroscopy rotator cuff repair.